Manufacturer narrative:
Concomitant medical product: bard capsure x2 (product ID: 0113230, lot number: huzi1854). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an umbilical hernia. It was reported that after the implant, the patient experienced pain, sore, irregular bowel movements, constipation, dry heaving, weight gain, and emotional wreck. Post-operative patient treatment included revision surgery.